Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. The customer was directed to replace the flow sensors to resolve the reported issue. No patient information available at time of MDR filing.

Event description:
The hospital reported a large leak preventing mechanical ventilation. There was no report of patient injury.